Manufacturer narrative:
Insulin pump received with missing segment anomaly due to cracked lcd glass. Insulin pump received with cracked retainer, fading serial number label, cracked reservoir tube lip, cracked case corner of belt clip rails, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported reservoir compartment cracked. The insulin pump will be returned for analysis.